Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an infection and erosion. The patient also experienced discomfort. There was no intervention information obtained from the field. The device remains in service. No additional adverse patient effects were reported.